Event description:
The customer reported that the bottle of contour test strips was not sealed.

Manufacturer narrative:
The customer returned two vials of the suspected contour test strips from lot # 9ej3b01f for evaluation. The new test strips vials are not sealed, only the outer carton for the vials is sealed. The vials returned were not damaged and both vial lids were closed. Section b5 of the initial and first supplemental reports stated that the bottle of contour test strips was already open. However, the actual allegation from the customer was that the contour strips vials were not sealed. Section b5 has been updated with this information.

Manufacturer narrative:
Section b5 of the initial report stated "the customer reported that the bottle of contour next test strips was already open." However, the bottle of test strips involved in the event was contour test strips. Section b5 has been updated with the correct information.

Event description:
The customer reported that the bottle of contour test strips was already open.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that the bottle of contour next test strips was already open. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement test strips were sent to the customer.